Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported events. A query of the complaint-handling database was performed for the reported lot. The query identified no other complaints reported for complete clip detachment (ccd) and single leaflet device attachment (slda) from the reported lot. Based on this information, the reported ccd and slda are due to the challenging patient anatomy. The reported poor image resolution as due to procedural conditions. The reported embolism was due to the ccd. The reported unchanged mitral regurgitation (mr) was due to the reported slda and ccd. The reported foreign body in patient was also due to the reported ccd as the clip embolized in the non-coronary cusp of the aortic valve which is an unintended location for clip placement. The reported death was likely due to the clinical outcomes from the embolized clip, therefore related to procedural conditions. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized for intervention of the aortic valve. The reported patient effects of mr, death and embolism are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. It was reported that the physician felt a good grasp was made and decided to deploy the clip without leaflet insertion verification. It should be noted that the IFU states: ¿use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets.¿ the reported failure to follow steps was due to the user deciding to deploy the clip without leaflet insertion verification. This event was further reviewed by an abbott medical affairs director and the reviewer concluded that there is no evidence that death was directly related to the device however, it was likely related to the procedure. Based on the available information, there were no issues identified with the device. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filing, additional information received reporting that slda clip embolized to the non-coronary cusp of the aortic valve primarily with extension into the aortic root. The patient mr remained severe and calcium in the ascending aorta was noted. The patient was sent to another facility for intervention of the aortic valve, but died on (B)(6) 2021. They were unable to intervene with surgical intervention on the aorta. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip system instructions for use (IFU) instructs to ¿use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets¿. In this case, it was reported that the user deployed the clip without leaflet insertion verification which is a deviation from instruction for use (IFU). The investigation determined the reported single leaflet device attachment (slda) appears to be related to the user error of deploying the clip without leaflet insertion verification. The reported complete clip detachment (ccd) appears to be a cascading effect of the slda. The reported poor image resolution was due to lot of shadowing during the procedure. The reported embolism and foreign body in patient were due to the ccd. The mitral regurgitation (mr) was due to the slda. The reported death appears to be due to the outcomes from the patient effects, therefore related to procedural conditions. The reported hospitalization was a result of case specific circumstance. Death, foreign body in patient, embolism and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott medical affairs director and the reviewer concluded that there is no evidence that death was directly related to the device however, it was likely related to the procedure. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Investigation conclusions updated, codes 4311 and 50 removed.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was prolapsed with flail and there was a cleft in a2/p2 and enlarged atrium. Imaging was difficult with a lot of shadowing during the procedure. The first clip delivery system (cds) (cds0701-xtw, 10427r121) was advanced to the mitral regurgitation and grasping was performed, but grasping was difficult due to imaging and the anatomy. During the third grasp, the clip got stuck in the chords. Troubleshooting was performed to free the clip, but the clip remained stuck. The physician decided to attempt a grasp and was able to grasp the anterior leaflet; therefore, the clip was deployed in place without incident. A second cds (cds0701-xt, 00917u106) was advanced to try to fix the situation, stabilize the first clip and reduce mr. The second clip was able to grasp the leaflets successfully. The physician felt a good grasp was made and decided to deploy the clip without leaflet insertion verification. After clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet, single leaflet device attachment (slda). The decision was made to abort the procedure and not add a third clip as imaging was very poor and there was no more room for an additional clip. Two clips implanted with no change to mr, mr remained at 4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.